Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient who underwent an ablation procedure for atrial fibrillation with a varipulse catheter suffered a recurrence of arrhythmia within five days of the index procedure. After the initial ablation for atrial fibrillation, the patient presented with recurrent atrial flutter and went in for more ablation. During the mapping phase, it was determined that the original ablation had been insufficient to resolve the issue, despite confidence from the physician that the procedure had ended successfully. While there is no evidence that any bwi product contributed to any patient harm or failed to meet its performance specification, this case will be conservatively reported considering the different arrhythmias experienced by the patient before and after the index procedure.